Manufacturer narrative:
The reporter has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Notice of litigation was received that stated, the suspect device was involved in an incident in december of 2003. This was the first notification the device manufacturer has received regarding this alleged incident. No further information was made available as the incident is entering into active litigation.